Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and "feeling lumpiness".

Event description:
Healthcare professional reported the event of left side lumpiness and possible deflation. The device has been explanted. Unknown if the device has been replaced.

Event description:
Healthcare professional reported the event of left side lumpiness and possible deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed openings on the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Additional observations: crease flat and wear abrasion observed inside the device. White particles observed inside the device. No further actions are required as the device was implanted.